Event description:
It was reported that the sharps coll can 1.4l yel funnel vent cap lid did not stay closed and opened on its own. When pressing on the lid "very hard", it would close, but was "impossible" to reopen with the tab, and the nurse had to use their nails to pry it open. The following information was provided by the initial reporter, translated from french to english: "a home care nurse complained that the lid did not stay closed and opened on its own. When I close the cover and hear 1 click, the cover will reopen by itself after 1 second. When I press very hard and I hear 2 clicks, it closes well but it is impossible to reopen with the tab. I managed to open it with my nails which is not feasible for a field nurse with short nails and gloves".

Manufacturer narrative:
H.6. Investigation: a sample or picture evidence was not provided for investigation. An investigation was completed for the issue of lid will not stay closed and opened on its own with the limited information provided. A DHR review showed there were no issues observed during the production of this lot. All testing was within specification and no non-conformances were identified. According with this investigation the failure mode appears to be unconfirmed and inconclusive as it was not determined to be related to any manufacturing process. Additional evidence like pictures or a video are required for any further investigation to determine any other possible root cause. The root cause for the complaint is unknown. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sharps coll can 1.4l yel funnel vent cap lid did not stay closed and opened on its own. When pressing on the lid "very hard", it would close, but was "impossible" to reopen with the tab, and the nurse had to use their nails to pry it open. The following information was provided by the initial reporter, translated from (B)(6) to english: "a home care nurse complained that the lid did not stay closed and opened on its own. When I close the cover and hear 1 click, the cover will reopen by itself after 1 second. When I press very hard and I hear 2 clicks, it closes well but it is impossible to reopen with the tab. I managed to open it with my nails which is not feasible for a field nurse with short nails and gloves."